Event description:
It was reported that pump experienced malfunction alarm malf 12, which could not be further evaluated because battery depleted and restarting pump cleared alarm. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.